Event description:
The iab was inserted into the pt on 11/9/98 at 8:45 pm. The dr had difficulty during removal of the iab on 1/11/98 at 1:00 pm, and the balloon catheter became stuck in the sheath and had to be surgically removed along with repair of the aorta femoral graft on 11/11/98. The pt then developed limb ischemia, and on 11/13/98 underwent a left fem- pop bypass. Event complications: surgery/repair of aorta/ischemia/surgery-reported 2/2/99. Pt's current status: discharged-reported 2/2/99.